Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. The device has not been previously sent into service for the reported condition of "damaged battery". During previous services, the main batteries and harness were replaced. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.